Event description:
It was reported that customer was hospitalized with high blood glucose levels. Nurse stated that customer was having no delivery alarms. Customer has never cleaned pump. Nurse inspected reservoir compartment and stated is extremely dirty. Instructed nurse to call back if alarm recurs.